Event description:
(B)(4).

Manufacturer narrative:
A field service engineer has been on site to gather further information and collecting the ventilator's logs. A supplemental medwatch report will be submitted when the investigation is completed. (B)(4).